Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. The customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 400 mg/dl.